Event description:
Reporter claims that the bag burst before use. No pt involvement was reported. No add'l info is available at this time.

Manufacturer narrative:
Review of the 24 month history reveals one similar report for this lot number from the same facility. Production records for this lot did not note any issues during the mfg time period and no deviations from normal procedure were noted. Technical summary prts02109 was issued 12/2/2004 and CAPA number cai-02-1252 has addressed this issue. The sample has been requested for evaluation. When the eval has been completed, a follow-up report will be filed.